Manufacturer narrative:
Results: lens stuck inside the vial and could not be evaluated. Claim #(B)(4).

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens, -9.5 diopter, in the patient's eye on (B)(6) 2016 and the lens would not unfold. The lens was removed within the same surgery. The surgeon had difficulty pulling the lens forward from the cartridge with a forcep prior to insertion. There was no patient injury and the backup lens was implanted. The surgeon indicated that the manufacturer's injection system was not the cause of the event.